Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the loss of capture mentioned in the complaint description. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this system was exhibiting loss of capture which resulted in pacing therapy not delivered when it was required for this patient. The issues did not result in any asystole that was greater than two seconds. A revision procedure was performed and this rv lead was removed from service and replaced. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.